Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed the broken key and replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the key to turn on the 9600 system has broken inside the switch. There was no report of patient injury.